Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and patient circuit connected. The breath rate was set at 16 breaths per minute during the test, however, the breath rate was occasionally fluctuating between 12-19 bpm during the duration of the test. The ventilator failed the ptv flow and volume performance test 3 during initial final test. Bench testing revealed a non-conforming pressure module was causing the auto cycle and initial final test failure. Vyaire medical replaced the pressure module and processed the ventilator through service to meet all factory specifications and standards.

Manufacturer narrative:
Device evaluation: d10, h3, h6, and h10. The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the reported complaint was unable to be confirmed or duplicated. During evaluations, uut is fully functional without faults. The root cause was undetermined.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was auto cycling and the customer was unable to get it to stop. There was no report of any patient involvement associated with this reported event.